Manufacturer narrative:
Establishment name: (B)(6). Country: united states of america. Street: (B)(6) . Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced infusion set cannula was bent event on (B)(6) 2026 led to hyperglycemia and treated with insulin pump.